Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a 4fr groshong nxt clearvue was returned for evaluation. An observation of the video showed a groshong catheter in a metal tray. As the catheter was being flushed with a clear liquid, a leak was observed proximal to the 40cm depth marking. The catheter appeared to have been used and a statlock was attached. While a leak could be seen in the catheter tubing of the sample in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. No sample was returned for evaluation for the other reported device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient underwent PICC insertion on (B)(6). On (B)(6), he began to show edema and infiltration at the catheter insertion site. On (B)(6), the catheter was evaluated and removed. It was found to have a hole, causing leakage of the medications administered. The patient needs the catheter due to prolonged antibiotic therapy. The removal of the catheter also impacted the patient's treatment plan and discharge schedule. It is necessary to schedule a new insertion of the device for the patient, impacting the patient's length of stay. 2 units have been affected. No medical intervention was needed. This report addresses both affected devices.